Manufacturer narrative:
The customer reported the paddles were intermittently working. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the paddles were intermittently working.